Event description:
The reporter stated that the dermatome was skipping during a procedure to take a skin graft. The user had to try two or three times to take the skin graft. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.